Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ca2 calcium gen.2 and phos2 phosphate (inorganic) ver.2 results for 2 patient samples tested on a cobas 6000 c (501) module. From the data provided, only the phos2 results from both patients were a reportable malfunction. Patient 1 initial phos2 was 14.53 mg/dl. On (B)(6) 2018 the repeat phos2 results were 20.77 mg/dl with a data flag and 19.95 mg/dl. On (B)(6) 2018, patient 2 initial phos2 results were 6.90 mg/dl and 11.32 mg/dl. The repeat phos2 result was 15.23 mg/dl. Patient 2 is a male. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The phos2 reagent lot was 32586101 with an expiration date that was requested but not provided. The daily alarm trace showed multiple occurrences of abnormal probe sucking or sample aspiration alarms, especially around the time when the samples in question were processed. The centrifugation time used by the customer was only 5 minutes. The customer was not using rack adapters. The investigation is currently ongoing.

Manufacturer narrative:
As qc and calibration data are within acceptable range, a general reagent issues can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.